Event description:
It was reported that a part of the arm of the coupling for orthopedic anchoring system broke off during a surgical procedure at the healthcare facility. It was reported that the piece did not fall into the surgical site. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event was confirmed through the service evaluation process. When the device was visually inspected the securing screw was found to be broken and the bushing on the devices interface was missing. Over-torquing the device can cause the reported event. The device was repaired and placed back into stock.

Event description:
It was reported that a part of the arm of the coupling for orthopedic anchoring system broke off during a surgical procedure at the healthcare facility. It was reported that the piece did not fall into the surgical site. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.